Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call damage to the insulin pump battery compartment. The customer¿s blood glucose was 100 mg/dl at the time of incident. Customer stated that the insulin pump battery compartment barely holds the battery in place because of the damage. No significant event leading to the damage was observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.